Event description:
Consumer called because product she was using began to fray. Due to the fraying of the product it became stuck between her teeth and when she pulled it out, it broke off a part of her tooth. She went to the dentist and had to get three fillings, but stated all three may not have the result of the one broken tooth. (B)(4)